Manufacturer narrative:
The company representative was able to resolve the reported event remotely with the customer. Due to the fact that the priming had already been completed (and no mechanical issues were found), the customer was able to proceed with the operation despite weak infusion flow. The system was not tested on site. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance-based review of serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, before surgery irrigation fluid from the infusion line had stopped flowing in an ophthalmic operating system. The procedure details and patient harm were not reported. Replacing the infusion line and pack did not improve the issue.